Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2021, the patient was hospitalized with ketoacidosis and vomiting. Prior to this, her blood glucose was tested at home and resulted in a value of 84 mg/dl. At the hospital comparative blood glucose testing were done and the following results were observed: 84 mg/dl with the customer´s meter and 400 mg/dl with the hospital meter. The timeframe between the readings was not provided. In the hospital, she was given intravenous insulin and medicine for nausea. The customer was still in the hospital at the time of the call on (B)(6) 2021.